Event description:
The investigation has determined that a non reproducible, higher than expected vitros tsh result was obtained from a single patient sample when tested on a vitros 3600 system. Patient sample result of 3.15 miu/l vs. The expected result of 1.18 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The customer confirmed that the higher than expected vitros tsh result was not reported from the laboratory to a physician and ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).

Manufacturer narrative:
The investigation has determined that a non reproducible, higher than expected vitros tsh result was obtained from a single patient sample when tested on a vitros 3600 system. A definitive assignable cause for the discordant higher than expected vitros tsh result could not be determined with the information provided. Historical quality control results for the vitros tsh reagent lot 6740 were acceptable regarding accuracy and precision indicating a vitros tsh reagent related performance issue did not likely contribute to the event. Precision testing of the vitros 3600 immunodiagnostic system was not performed when requested, therefore it cannot be confirmed that the instrument was operating as intended and unexpected instrument performance cannot be completely ruled out as contributing to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was not possible to establish if the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 6740. (B)(4).